Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and analysis revealed that the proximal conductor was fractured. It was also noted that blood/body fluid was present on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, outer tubing environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient's right ventricular lead had poor r wave sensing that had decreased since implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.